Manufacturer narrative:
(B)(4). Patient codes chosen based on the report of a desaturation with no value specified. No report of patient injury. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. No sample available from the customer to investigate. Complaint not confirmed. Root cause unknown. If the device sample becomes available at a later date this report will be updated with the evaluation results. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges "the neonatology unit reported that the aquapak does not function with low flow rates, between 0.05 and 0.2 l/min." Clinical consequences reported that the child desaturated. It was reported that a new device was used. There was no report of necessary medical intervention.

Manufacturer narrative:
Qn#(B)(4). A 340 ml water bottle with an 040 humidifier adaptor was received for evaluation. Visual inspection of the water bottle confirms a channel between the adaptor port and the top of the bottle. The complaint has been confirmed. A non-conformance has been opened to address this issue.

Event description:
Customer complaint alleges "the neonatology unit reported that the aquapak does not function with low flow rates, between 0.05 and 0.2 l/min." Clinical consequences reported that the child desaturated. It was reported that a new device was used. There was no report of necessary medical intervention.